Event description:
The hcp reported that the pt was experiencing "poor effect" on lioresal 2000 mcg/day at a daily dose of 1800 mcg. A catheter revision was performed and it was noted that the catheter was severed near the spine connector site on the proximal piece. A new catheter was implanted with good cerebrospinal fluid flow noted. The dose of lioresal was decreased to 900 mcg/day. The pt recovered without sequela.